Event description:
The customer was being trained for using software version 2.5. While the baxter clinical education specialist was near the instrument there was a platelet poor plasma flow problem alarm and 340 ml of plasma was reinfused to the donor. It was stated that the donor felt nauseated and chilled. This was thought to have occurred due to the excess anticoagulant received with the returned plasma. The platelet rich plasma integrator was turned off and the procedure continued with no further problems.